Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the failure of the optical filter unit or the optical filter position sensor of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that before the installation of the subject device to the facility, the subject device gave the error e110 which indicated optical filter damaged was displayed on the monitor. After that the service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.